Manufacturer narrative:
Lot number: 4546744 (supris suprapubic kit). This event was previously reported via asr on (B)(6) 2018 (exemption number e2014015). This report is intended to be a follow up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced pain, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Additional information received further reported the patient underwent repair and closure of vaginal wound dehiscence. True separation of vaginal surgical site noted; it was estimated that the sling had been opened to the vagina for several weeks. Vaginal mucosa had granulation tissue although tissue had not closed over the sling. The patient underwent excision of mesh with closure of defect for erosion and nonhealing surgical wound.